Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal fentanyl 10 mg/ml at 4.5 mg/day. The patient had increased pain. A catheter dye study was performed, and the doctor was unable to aspirate from the catheter access port. Volume discrepancies of 1-2 milliliters had been occurring at pump refills. The cause of the catheter issue was unknown, and the patient was scheduled for a replacement.